Manufacturer narrative:
Manufacturer's investigation conclusion: review of the reported events did not find any allegations against the heartmate 3 left ventricular assist device (lvad), serial number (B)(6). The hair and piece of foam were reported to be related to the modular cable packaging. The hair/foam was found prior to implant, and there was no harm to the patient. Refer to the modular cable investigation for a full analysis of the reported events, including analysis of the returned mod cable (manufacturer report number 2916596-2020-05369). As a precautionary measure, the device history records (dhrs) for (B)(6) were reviewed. A potential improvement was identified (refer to modular cable investigation); however, the relevant sections of the dhrs showed no deviations from manufacturing or quality assurance specifications given the applicable inspection steps at the time of manufacture. The patient remains ongoing on heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for heartmate 3 left ventricular assist device (lvad), serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. The IFU provides instructions on all surgical procedures, including unpacking the implant kit and prepping, running, and priming the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR number: 2916596-2020-05369. It was reported when opening the outer modular cable packaging, there was a small piece of white foam.